Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The returned product consisted of a coyote es balloon catheter. The balloon was loosely folded. There is tip damage. The outer shaft, inner shaft, balloon and tip were microscopically examined. The shaft is kinked 2.9cm from the proximal markerband and kinked at 3.1cm from the proximal markerband. There is a shaft hole 3.1cm from the proximal markerband. There is a balloon pinhole 3cm from the proximal markerband. Functional testing was completed using a thruway .014 guidewire, as the guidewire used in the clinical event was not returned for analysis. The thruway guidewire was inserted distally and could not advance due to the shaft hole and kinks. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 25-aug-2017. It was reported that balloon catheter had difficulty tracking over wire. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 3mm x 40mm x 146cm coyote¿ es balloon catheter was advanced for dilation but the non-bsc guidewire got caught at the wire lumen and it was unable to use. The procedure was completed with another coyote es balloon catheter. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft hole and balloon pinhole.